Manufacturer narrative:
The reported umbilical hernia was assessed as a serious injury related to the use of the coolsculpting device. Hernia generally requires surgical intervention to correct and prevent further complications. The occurrence of hernia is a risk inherent to the coolsculpting procedure and is detailed in the coolsculpting user manual. Allergan diligently attempted to gather additional information on the diagnosis and treatment, device information and system logs from the customer, but none has been received from the customer. Zeltiq (now allergan) was initially made aware of the reportable event on (B)(6) 2017, and an initial attempt to submit this MDR was made on (B)(4) 2017. However, due to the incorrect method of submission recently identified and being rectified by the organization, and for which FDA's guidance was sought in december 2018 under (B)(4), this MDR is being re-submitted on 01/17/2019.

Event description:
On 11/20/2017 allergan received report from a practice that an employee received 2 cycles of coolsculpting treatment to the upper and lower abdomen in 2015 and had subsequently developed an umbilical hernia on (B)(6) 2017, allergan received information that the patient underwent surgical repair for the hernia on (B)(6) 2016. The patient indicated she previously had a hernia to the groin, prior to receiving coolsculpting treatments. Diligent efforts were made by allergan to obtain additional information on the diagnosis, related treatment, and system logs, but none has been received from the customer.